Manufacturer narrative:
The system was examined and the reported event was confirmed. The illuminator was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on december 18, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator. However, how or when the product became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no illumination before a procedure. There was no patient involved.